Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right posterior descending coronary artery that had mild tortuosity, moderate calcification and was 90% stenosed. The 1.2 x 12 mm mini trek rx balloon dilatation catheter ruptured at 8 atmospheres upon first inflation. Resistance was felt during advancement of the balloon catheter to the lesion. Additional balloons were used to further dilate the lesion, after which a xience alpine was then deployed to complete the procedure. There was no reported clinically significant delay in the procedure. There were no reported adverse patient effects. No additional information was provided.